Event description:
It was reported that during central processing, the force bipolar jaws were stuck, the instrument was difficult to manipulate. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the force bipolar instrument involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.